Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation surgery with implantation of a 250cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant and capsular contracture of the right breast. However, no baker grade rating was provided. As a result, the patient underwent removal and replacement with an undisclosed saline breast implants on (B)(6) 2022.

Manufacturer narrative:
On may 03, 2022, mentor received additional information. The patient underwent a breast augmentation revision surgery to implant the suspect medical device related to this complaint file. Additionally, it was provided the patient was diagnosed with baker grade iii capsular contracture. Manufacturer¿s reference number: (B)(4).